Manufacturer narrative:
Concomitant product(s): 6a 94765 lead, implanted: (B)(6) 2011; dtba1d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a high impedance alert. The lead was inadvertently programmed bipolar instead of unipolar. Reprogramming the lead to unipolar resolved the alert. The lead is still in use. No patient complications have been reported as a result of this event.